Event description:
Consumer removed a tampon which elongated and came apart inside her. She thought she was able to remove most or all the pieces.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.